Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent ventricular tachycardia (vt) at home and was admitted to the cardiology department. Medical treatment was started and interventional ablation was performed on (B)(6) 2020. No vt since then. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The account reported that the patient experienced intermittent vt at home and was admitted on (B)(6) 2020. Medical treatment was started, and interventional ablation was performed on (B)(6) 2020. No vt was noted since the ablation and the patient was discharged home on (B)(6) 2020. The cause of the cardiac arrhythmia is unknown. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until ultimately expiring on (B)(6) 2020 (captured under manufacturer's report # 2916596-2020-02299). No product is available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas IFU on 04aug2017 via s188140. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The hm3 lvas IFU also lists arrhythmia as a potential late postimplant complication in section 6, ¿patient care and management¿. Additionally, the IFU states that, ¿if the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that simply is not there, resulting in collapse of the left ventricle and potential arrhythmia¿ in section 1. No further information was provided. The manufacturer is closing the file on this event.